Event description:
Customer's husband reported customer received a glucose reading of 334 mg/dl from their freestyle flash meter that was higher than they feel. Customer's husband reported customer experienced symptoms of sweatiness, weakness and "could not talk". Paramedics were called and obtained a reading of 67 mg/dl and their hcp meter. Customer was then transported to central georgia medical center where she was being diagnosed with severe hypoglycemia and treated with unk medication to stabilize her glucose level. There was no report of death and permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.